Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis was disconnected. A field service engineer (fse) found the device offline and verified the internet protocol address with information technology (it), who confirmed it was correct. The system was no longer using mac lockdown for ip assignment. The network duplex speed was found set to 100 mbps half duplex and was changed to auto-negotiate. Following this change, the device came back online successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower station was disconnected and offline in remote support service (rss). The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.